Manufacturer narrative:
H.10: the root cause is hole in the evaporator due to the stirring flow in the tanks causing water entering the cooling circuit and damaging the compressor. Corrective action is already in place for this issue. The erosion kit that includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue occurred almost two years after device upgrade. However, most probably the condition of the evaporator was already compromised before the upgrade to such an extent that the copper was rather degraded.

Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a failure of the cooling system. Customer was advised to replace the device thus probably the unit will not be repaired.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t did not cool during setup. There was no patient involvement.